Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. The patient's blood glucose level rose to 15 mmol/l while wearing the pod between 5 and 24 hours. It is unclear why the patient applied the pod if it had already activated prior to being applied. When removed from the infusion site (unspecified), the pod's cannula was found bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported needle mechanism failure and bent cannula. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
B5 has been updated.

Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. The patient's blood glucose level rose to 15 mmol/l while wearing the pod between 5 and 24 hours. It is unclear why the patient applied the pod if it had already activated prior to being applied. When removed from the infusion site (unspecified), the pod's cannula was found bent. New information received on october 1st, 2025. It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. The patient's blood glucose level rose to 15 mmol/l. The pod was not worn. When removed from the infusion site (unspecified), the pod's cannula was found bent.